Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had some elevated powers up to 7.9 w. Urine was clear and normal. Vad sounded smooth. Speed echo was completed and lv was unloading. Inr was also slightly lower at 1.8 at time of admission. Review of the log file by the manufacturer's technical services representative showed elevations in power and flow towards the end of the log file. The mcs equipment operating as expected. Additional information received stated that the patient did not have any symptoms and had persantine added to the medication regime. The patient was discharged home, would follow up in clinic.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed slight power elevations towards the end of the file; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained approximately 10 days (B)(6) 2018 to (B)(6) 2018, per time stamp). The file captured slight power elevations up to 7.9 watts towards the end of the file. Corresponding with the power elevation, the estimated flow elevated up to 10.4 lpm. On (B)(6) 2018 at 08:03:22 pm, low voltage hazard alarms were observed. It appeared to be a result of a power cable disconnect on the white power cable and a partially depleted battery connected to the black power cable. The system operated in power save mode until the patient switched to a charged battery. Additionally, several speed fluctuations were captured throughout the file, including 1 that dropped below the low speed limit of 8600 rpm. However, the speed fluctuations were associated with pi events. Pump function was not interrupted and appeared to function as intended. The patient remains ongoing on heartmate ii lvas. The heartmate ii left ventricular assist system instruction for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. The IFU and patient handbook addresses all system controller alarms and how to respond to such events. The heartmate ii lvas operating manual explains that due to slight fluctuations in pump speed, the actual trigger point for the low speed operation alarm is 200 rpm below the low speed limit. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This manual also notes that suction events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index (pi). These events, also referred to as pi events, may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. If a suction event occurs, the system controller will automatically drop the speed down to the low speed limit and slowly ramp it backup to the fixed speed set point at a rate of 100 rpm. No further information was provided. The manufacturer is closing the file on this event.